Event description:
Joint cracked during use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined. Two photographs were provided for investigation. The sample exhibited evidence of use. The top body and septum were each shown in two pieces. One end of the top body and septum were connected to an extension set. The remainder of the top body and septum were connected to the bottom body of the q-syte connector. The cause of the break in the q-syte connector could not be determined from the photographs. No other similar complaints were reported from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.